Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level of 437 mg/dl. Blood glucose level at the time of the call was 3891 mg/dl. Customer treated the high readings with insulin pump. Customer completed troubleshooting does not allege pump was under delivering. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.